Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited a noisy image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch # 9610595-2024-08607 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.